Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was implanted, the physician could not get pacing thresholds to acceptance. The lead was not used and a new lead was placed. There were no patient consequence.